Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service rep (fsr) changed out the power manager board. The fsr hit "new batteries" so it would reset itself to 18 amp hours. This occurred without issue. This complaint is related to MDR #1828100-2013-01056.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, after the perfusion system had been plugged in for an extended period of time, the battery indicator light went red. The system was still plugged and turned on when this occurred. The device was not changed out, as they used the unit to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.